Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. The right atrial lead exhibited noise resulting with automatic mode switch. The physician decided that the patient would be monitored.